Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the casing was missing at the tope of the tube of the cystonephrofiberscope and the coils are showing. This occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d9, d10. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation and historical data, possible causes includes stress problem caused by either excessive or inadequate physical force exerted on it by another object resulting in problems such as wear, bending, deformation, fracture, fatigue. The most probable cause of this complaint is traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.